Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer did not have a method of backup insulin therapy and declined follow-up to ensure backup therapy was obtained. Additionally, the customer overestimated the amount of insulin needed, and delivered too large of a bolus. Subsequently, the customer's blood glucose (bg) lowered to 48 mg/dl. The customer removed the pump to address low bg level.

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.